Event description:
It was reported that the left ventricular (lv) lead became dislodged after pocket closure prior to patient discharge from hospital. This lead produced pacing impedance measurements that were greater than 3000 ohms. A revision procedure was completed where this lead was repositioned and remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead became dislodged after pocket closure prior to patient discharge from hospital. This lead produced pacing impedance measurements that were greater than 3000 ohms. A revision procedure was completed where this lead was repositioned and remains implanted. No additional adverse patient effects were reported. According to additional information, the patient developed a hematoma after the revision procedure. After a two-week follow-up appointment, the physician confirmed that it had resolved without further complications. No additional adverse patient effects were reported.